Manufacturer narrative:
Patient over pressure valve remains closed due to mechanical defect. The valve needs to be replaced. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: during testing, the patient over pressure valve was not opening at the correct pressure.

Manufacturer narrative:
Patient over pressure valve remains closed due to mechanical defect. The valve needs to be replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during preventive maintenance with no patient involved. Consequently, the event did not cause or contribute to a death or serious injury. The root cause of the event was determined to be a defective safety valve block and the safety valve block was changed. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the safety valve block could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description: during testing, the patient over pressure valve was not opening at the correct pressure.

Manufacturer narrative:
Patient over pressure valve remains closed due to mechanical defect. The valve needs to be replaced.

Event description:
Hamilton medical ag received the following incident description: during testing, the patient over pressure valve was not opening at the correct pressure.